Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected loss of capture due to the managed ventricular pacing mode of the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.